Event description:
It was reported that the patient was male. In the cciu 2 days after placement of the catheter in the patient's femoral vein, the distal extension line hub detached from the extension line as a result, the user sealed the extension line and continued to use sealed the extension line and continued to use the catheter as is. There was no reported delay, death, or complications to the patient as a result of this occurence.

Manufacturer narrative:
(B)(4).